Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. The unit will be replaced.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018. The occurrence of the error 5 was confirmed. The root cause of the error 5 was determined to be the compact flash.